Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using day aligners, the patient had gaps in the teeth and was unsatisfied with the end of treatment results.additionally, dental work was noted.